Manufacturer narrative:
The rlt231412j device is being reported separately. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis occlusions.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk ipsilateral leg endoprosthesis (rlt231412j), an iliac extender endoprosthesis in the left limb (pll161407j) and a contralateral leg endoprosthesis (plc141200j) in the right limb were implanted. Angiography revealed that the plc141200j was slightly narrow due to the terminal aorta being narrow. Ballooning was performed in kissing technique and a stent was implanted in the plc141200j. No issue of blood flow disturbance was identified angiographically and the procedure was concluded. After the procedure ended, during the night, the patient complained of pain in the left limb. Angiography showed that the ipsilateral leg of the rlt231412j was compressed. A stent was implanted in the ipsilateral leg, but the blood flow to the left limb did not improve. An additional stent was implanted from the pll161407j to the external iliac artery. Reportedly, there was resistance when a guide wire was advanced inside the ipsilateral leg. It seemed that the stent graft was patent by angiography, however the blood flow was not improved. (The physician suggested the possibility of the stent graft occlusion and/or stenosis) a femoral-femoral bypass procedure was performed. The patient tolerated the procedure.

Manufacturer narrative:
H6: results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.